Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The right ventricular pace impedance was steady at approximately 1018 ohms through (B)(6) 2016 and rises out of range by (B)(6) 2016. There were 106 ventricular sensing integrity counters on (B)(6) 2016.

Event description:
It was reported that the patient was in the hospital for an unrelated reason and received inappropriate therapies due to noise and high impedance on the right ventricular lead. The lead also has a possible fracture. The lead was inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.